Event description:
The patient claimed that the animas pump will not power on after the patient replaced the battery. There was no product misuse. The battery cap and compartment was not damaged. The battery compartment was corrosion free. The product was sent back for investigation. The patient was advised to go on the backup plan. There was no report of any patient impact associated with the complaint. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the power issue was confirmed through product analysis. The battery cap was unable to maintain an electrical connection. Power loss and reboots were duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.